Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hygiene was not maintained by the patient. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event and was treated with intraperitoneal (ip) vancomycin (1 gm start dose), ip imipenem injection (1gm, one bag per day, for 10 days) and ip amikacin injection (100mg, one bag per day, for 10 days) for peritonitis. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. The patient was discharged one day after hospital admission. At the time of this report, the patient has recovered from peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.